Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the helix had blood and fibrotic tissue on the distal end of the electrode. (B)(4).

Event description:
It was reported that during the implant procedure, the lead dislodged while the physician was attempting to reposition the lead. A different lead was implanted. No patient complications have been reported as a result of this event.